Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly and was hot to touch. Additionally, it was report that the pump time was inaccurate. Customer's blood glucose level was 105 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.